Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: customer reports getting qc1h error two times on the inratio meter. Patient was being tested because he had a nosebleed.